Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001822565 - 2017 - 08474, 0001822565 - 2017 - 08475, 0001822565 - 2017 - 08476. Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised approximately three months post-implantation due to infection. No further information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.